Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable water seal failure. A root cause could not be identified. Based on the results of the investigation, the disconnection was likely caused by cable damage and breakage due to component failure. The most likely cause of the failed water seal was a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device experienced a disconnection during reprocessing. There were no reports of patient involvement.